Manufacturer narrative:
The information provided is limited to the maude event report. The contact states that she does not have any additional information to provide at this time. As reported the patient has been implanted with six hernia mesh device two of which are alleged to be bard/davol devices. Based on the event as alleged the patient has had a complicated postoperative course resulting in additional surgeries. At this time, no conclusion can be made. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. The sample was not returned for evaluation, as such the allegation of "shrunken, hardened" mesh cannot be reviewed. Should additional information be provided, a supplemental emdr will be submitted. This file represents the bard composix e/x (device 1). An additional emdr was submitted to represent the bard flat mesh (device 2). Not returned.

Event description:
As reported per maude event report mw5091076: "original mesh was implanted in 2004 (bard/davol composix e/x device 1), failed in 2010. Two years of misdiagnosis, repeated trips to the ER and agony before 2012 when it was discovered that the mesh had shrunken, hardened and wrapped itself around a loop of my intestine. The original mesh was removed as best as possible and a second mesh implanted (bard/davol flat mesh device 2) in 2012, resulting in a 22+ day hospital stay needed for intestine to regain function. Third mesh implanted in 2015 (covidien parietex secured with spiral tacks) resulting in 17 day hospital stay. Fourth repair (bowel resection needed as well due to injury during lysis). 2016 (vicryl mesh) 11 day hospital stay - hospitalized for a multi-day bowel obstruction. In 2016, had round parietex, there is at least one additional hernia that has formed since the 2017, so another surgical repair will be needed in the coming year or so. The endless cycle of hernia formation and repair has wreaked havoc on my personal and professional life, rendering me unable to engage in many everyday activities and due to my physical limitations, placed unbearable challenges on my marriage. I have over 300 pages of medical reports, which doesn't include all of the reports of the visits before the mesh failure was determined to be the problem. Visits to the ER and to regular doctors and to specialists while I suffered unrelenting abdominal pain, high blood pressure developed due to weight gain that happened due to physical limitations that developed after repeated abdominal hernia surgeries; mild sleep apnea."